Event description:
A large size pyogenic granuloma left lower lid involving canaliculus and puncta. Purulent material expressed with pressure on right lower lid and canaliculus. S/p exc of pyogenic granuloma left lower lid. S/p irrigation of nasolacrimal system right lower lid and left lower lid. Pt placed on maxitrol ointment to left lower lid/puncta every 2 hours. Maxitrol solution four times a day right lower lid. Pt now doing well with no complaints. Photographs available if needed.

Manufacturer narrative:
From the reported events we can conclude that the smartplugs were implanted at least 3 years prior to the event (based on the expiration date of the product). The pyogenic granuloma was removed and product was irrigated out. The pt was treated with maxitrol (ointment and solution) and the pt is doing well with no complaints. Since the product was removed we do not expect any further problems with the pt. This case is closed and no additional information can be expected.